Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a sigmoid colon resection on the first attempt the device was dialed down to the firing zone and it would not fire. The surgeon dialed it back to a fully open position and then retightened to the firing range and it fired. The procedure was completed with no patient consequences